Event description:
The patient was implanted with the curonix device on (B)(6) 2025. During the patient's post-operative appointment on (B)(6) 2025, the surgical wounds looked to be healing properly with no concerns and the patient was allowed to start wearing the device. Over the next two days, the incision began opening back up and oozing. On (B)(6) 2025, the patient was seen in the office and the incisions were oozing and the patient had significant swelling. Cultures were obtained which confirmed an infection was present, antibiotics were prescribed, a washout was performed, and an explant procedure was performed. The patient will have home health and/or infectious disease monitor the infection.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the patient is a poor surgical risk as the patient has diabetes and reported prior infections with previous surgeries. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "poor surgical risks - peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to age, weight, or mental capacity as the patient has diabetes and has had prior infections with surgeries (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.